Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on 15 sep 2023. The patient was in stable condition.